Event description:
It was reported that patient sent a merlin transmission revealing non-sustained rv oversensing. Review of the episodes noted low amplitude noise that appeared to be myopotentials. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.